Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient stated that a manufacturing representative answered their question and all was good.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v557333, implanted: 2010-(B)(6), product type lead. Product ID 3387s-40, lot# v557333, implanted: 2010-(B)(6), product type lead. Product ID 37642, (B)(4), product type programmer, patient, product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient¿s battery fell into their breast and had to be revised six months post-implant. This happened again 6 months after the first time and had to be revised. The physician said the patient did not develop scar tissue and the ¿cord¿ pulled the battery down in to their breast. The physician stitched it up so it could not move. Outcome of the event was not reported. . Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-17746 for information on first revision. (B)(4).